Manufacturer narrative:
Pending engineering evaluation.

Event description:
The surgeon had a patient with persistent pain. Films and cultures revealed nothing unusual. His decision was to remove all components and allow the humerus to heal onto the glenoid through a resection arthroplasty. All implants were removed with care to remove as little bone as possible. All components looked good when explanted and nothing seemed unusual. The surgeon is not sure why the patient was experiencing persistent pain. Patient outcome is expected to be good.

Manufacturer narrative:
The revision reported was likely the result of pain. The surgeon stated, "all components looked good when explanted and nothing seemed unusual."